Manufacturer narrative:
Additional information: d9, g3, h6. The complaint is confirmed. One unpackaged ar-9676 / batch 022304 was received for investigation. Visual evaluation found nicks and abrasion marks around the reamer's shaft. Functional testing revealed that the device did not rotate freely in the ar- 9597-20 due to the abrasion marks around it. The most likely cause is attributed to misuse due to interference with the mating instrument.

Event description:
On 04/09/2024, it was reported by a sales representative via (B)(4) that an ar-9597-20 angled reamer sleeve and an ar-9676 angled reamer were incarcerated together. This was discovered after a case.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.